Event description:
It was reported that the lead had no capture due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled and the outer insulation had a cosmetic cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead was stretched and visual analysis noted apparent explant damage.